Event description:
International customer reported that a patient underwent a carotid endarterectomy and a hematoma developed the same day. The patient was returned to surgery for exploration at which time the surgeon reported that some of the sutures appeared to have broken. Hemostasis was attained and the anastomosis repaired. The patient was returned for recovery.

Manufacturer narrative:
Date sent to the FDA: 10/10/2008. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. International affiliate reports the following possible products: lot ace590, mfg 03/01/2008, exp 01/31/2013; lot zep120, mfg 05/01/2007, exp 01/31/2012; lot xjp422, mfg 08/01/2006, exp 07/31/2011. This is one of two medwatch reports being submitted for this patient as two separate events occurred with separate devices. See 2210968-2008-00988 for the other medwatch.